Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.4, lab: 2.1. Date: (B)(6) 2010, inratio: 2.4, lab: 2.5. All testing occurred within one hr of each other.

Manufacturer narrative:
Investigation pending.